Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.5/+2.5/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to discomfort. This explant resolved the problem. It was reported that in the surgeons opinion the cause of this event was due to a patient related factor.